Event description:
The event is reported as: the customer alleges that a patient with a cleft palate was being treated with ventilation oxygen and medication for pneumonia. The teleflex isis endotracheal tube was used on the patient. The customer reports that the ventilator alarmed with a gas leakage. The clinician observed that the tube had dislodged from the balloon seal position and migrated into a loop (kink) which was forming in the cleft palate of the patient. Due to the dislodgement of the balloon and the taped portion of the tube not moving, the tube "looped" or "kinked." The clinician repositioned the tube with no incident to the patient.

Manufacturer narrative:
It should also be noted that the lot/batch # recorded came back from an unused isis tube that was in the hospital's stock, but it cannot be assumed the defective tube maintained the same lot/batch. This lot/batch is recorded for reference only. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review, the product tfx isis subglottic sec. Ett, 7.0, lot # 01k1200231 was manufactured on 10/11/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.